Manufacturer narrative:
Patient identifier not made available from the site. On 08/05/2015: in trouble-shooting, following the procedure, the medtronic representative ran test ablation with a demo fiber, however, the system would not heat the fiber as expected. When using the fiber from the procedure, the system did not generate any heat and the laser generator would not activate within the software, or foot pedal. The laser displayed the error 'ttl input is high. To continue set to low.¿ when using the demo fiber with another system's laser, the system functioned as expected. Return requested. Replacement laser 15w 98nm shipped to site 08/24/2015. Medtronic investigation of returned suspect laser finds that the laser turns on at first, with the output about half of selected, then turns to 'noise' on the coherent test software. The units audible alarms are not functioning properly. Electrical failure. Return requested. Medtronic investigation of returned suspect core fiber 10mm tip, returned on 08/26/2015, finds that the tip of the fiber has been damaged. Physical damage. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a prostate procedure, using a uro kit 400, there was a non-heating issue, or tissue damaged. This issue occurred during the second ablation. The surgeon pulled the fiber toward the end of the catheter and confirmed that they could see the aiming beam. They attempted to run the laser for 2 minutes with a high laser power volume, however, this was without resolution. The surgeon opted to abandon the ablation procedure. A 3d t2 magnetic resonance imaging (MRI) was run to determine if any tissue damage had been done to the area of interest. It was determined that no heating, or damage, had occurred and there was no harm to the patient.

Manufacturer narrative:
(B)(4). A medtronic representative went to the site to test the equipment. The system passed the system checkout. The system was found to be fully functional. Further microscopic inspection of the sma connector on the core fiber tip found burn damage.

Manufacturer narrative:
Patient ID provided.

Manufacturer narrative:
Per further engineering analysis, there was no causal link between the protruding laser fiber core and the observed laser generator damage. The failure mode does not appear to be systemic as it was confined to a legacy supplier no longer used by medtronic. Further destructive testing was not permitted on this product. There is not enough information to definitively state that the observed failure mode in the returned fiber caused the laser to malfunction or vice versa. The complaints are being monitored through the post market monitoring and CAPA processes.

Manufacturer narrative:
Correction: after further engineering review of the laser 15w 980nm it was found that there was not an electrical issue with the device. And previously reported FDA result code 120 should be disregarded. Further engineering review of the laser 15w 980nm found an error was made in interpreting the power meter output display. Retesting of this unit showed that the output wattage remained steady at selected levels while the displayed waveform displayed "noise" which is acceptable for this device. Again the overall wattage output was steady and accurate. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.